Event description:
In 2008, the pt reported elevated blood glucose readings of 350-400 mg/dl since a month prior, when she began insulin pump therapy. She stated her readings prior to pump therapy was 80-150 mg/dl. Symptoms of elevated readings are fatigue and sluggishness. Troubleshooting did not find any product issues. The pt declined a replacement infusion device as she has decided pump therapy is not conducive to her lifestyle. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.